Event description:
Reporter reported, a broken twist clamp on a transfer set. No patient injury or medical intervention was reported.

Manufacturer narrative:
An evaluation will be launched if the international affiliate finds that a sample is available.